Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with a trial lead on (B)(6) 2022. It was reported that the patient had pain in his kidneys around midnight (B)(6) 2022, so he turned off the stimulator and the pain continued. He went to emergency room and they removed the trial leads. They did an MRI and found a blood clot (per patient) so they placed a drain in their spine to relieve pressure of clot. Trial leads removed and drains placed. There were no known external/environmental/patient factors noted to be contributing to the issue.